Manufacturer narrative:
(B)(4): evaluation revealed that the rubber keypad was peeling from below the ok button. A damaged keypad will allow contamination to permeate the button contacts negatively impacting the button function. The damaged keypad is obvious and detectable and should alert the user to discontinue use of the pump. Evaluation revealed that all of the buttons were unresponsive. There was evidence of keypad contamination found under all key contacts. The pump did not power on due to moisture in the pump due to keypad damage. Unrelated to the complaint, evaluation revealed a scratched display screen, which has no effect on insulin delivery function.

Event description:
The patient contacted animas on (B)(6) 2012 reporting that after swimming with the pump, the buttons were not responding to confirm the verify screen. The patient reportedly wore the pump attached to a belt and did not clean the pump. This report is made based on the allegation of the keypad response issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.